Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the hospital. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision and hardware explant surgery due to infection on (B)(6) 2016. The three (3) plates and twenty-eight (28) screws were initially implanted during a revision surgery which was performed on (B)(6) 2016. This revision surgery is addressed and reported under related complaint (B)(4). During the (B)(6) 2016 revision surgery, the plates and screws were easily removed and the patient was revised with a competitor's retrograde antibiotic nail. The revision surgery was completed successfully without delay or patient harm. This report is 2 of 7 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.